Manufacturer narrative:
According to the customer on (B)(6), "the balloon did not inflate, second from the lot#. Medical intervention was necessary. No patient was harmed". There was no further information. A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6), "the balloon did not inflate, second from the lot#. Medical intervention was necessary. No patient was harmed".